Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, when initially crossing the annulus the nose cone of the delivery catheter system (dcs) jumped. Per the physician, they did not know why the nose cone jump occurred. The physicians were able to implant the valve successfully but following the valve implant the patient's pressure was slow to recover. Echocardiogram revealed effusion and pericardiocentesis was performed. The patient was prepped for open heart surgery. Following the open heart surgery the physician confirmed a ventricular perforation that was caused by a non-medtronic guidewire. Per the physician, the dcs and guidewire moving forward likely caused the guidewire perforation. The patient was reported to be recovering post surgery. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that per the physician, there was extensive calcification present in the annulus that may have contributed to the delivery catheter system (dcs) nose cone "jumping". One deployment attempt was made. The deployment knob was not difficult to turn during deployment and the capsule did respond when the deployment knob was turned. At an unknown time frame following the valve implant procedure, the patient died due to an unknown cause.

Manufacturer narrative:
Conclusion: procedural images were provided for review. Fluoroscopy inspection of the valve load shows a misloaded valve with overlap at the fourth node. There is no imaging of the delivery catheter crossing the annulus or being deployed, or of the non-medtronic guide wire in the ventricle. A medical safety assessment was completed. Based on the information provided, it was determined that the left ventricle (lv) perforation was not related to the valve, however it was most likely related to the guidewire and delivery catheter system (dcs) moving when the nose cone on the dcs "jumped" while crossing the annulus during the implant of the valve. The patient had unstable blood pressure and pericardial effusion, requiring pericardiocentesis and open surgery, all related to the lv perforation. Various factors can affect valve positioning including patient anatomy or physician technique. There is no information to suggest that a device quality deficiency may have caused or contributed to this event, but the cause of the positioning difficulty could not be conclusively determined with the available evidence. Positioning difficulties do not typically indicate a device malfunction or a failure to meet manufacturing specifications. Vascular complications, such as perforation, effusion and hemodynamic instability, are a known potential adverse patient effect per the evolut pro plus system instructions for use (IFU), and are typically related to patient factors (anatomy, comorbidities, etc.), and/ or procedural effects (sheath used, user technique, puncture cut location, etc.). Hemodynamic instability can be caused by valve related (degeneration, thrombus, calcification, etc.) Or non-valve related factors (lvot obstruction, patient pressures, lv dysfunction, etc.). Based on the limited information available, an assignable root cause of the vascular complications cannot be determined. There was no information to suggest that a device malfunction or a failure to meet manufacturing specifications was related to these events. Per the physician, the dcs and guidewire moving forward likely caused the guidewire perforation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.